Event description:
It was reported an occlusion alarm occurred earlier in the day. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin delivery, the caller declined further assistance.